Event description:
The customer contact reported no flow. The tubing set was being used for primary delivery of an unspecified volume of normal saline. At an unspecified time, the tubing set was primed and was later connected to the pt. It reported that after the roller clamp was opened to initiate the delivery at an unspecified keep vein open rate, the nurse noted that no drops were dripping in the drip chamber. Reportedly, the nurse noted that the drip chamber was filling with solution backflowing into the solution container; however, no bleedback was reported. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).